Manufacturer narrative:
Analysis of the device revealed that the guider was kinked at 13.0cm, 46.0cm and 86.5cm from its proximal. The guide catheter tip was not found to be broken. The guider distal tip lumen was examined and it was also found to be conforming to its visual specifications. No anomalies were observed with the guider proximal and distal lumens and hence the reported guide catheter break was not confirmed. During functional evaluation, the guide catheter was found to be leaking between the hub and proximal shaft, indicating that the leak originated from the hub. The hub leak is an issue in which product fails to meet specification. While review of the manufacturing records did not reveal that the device failed to meet specifications upon release, the observed hub leak appeared to be potentially manufacturing related and the manufacturer continues to investigate the matter. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the guide catheter (subject device) was cracked /broken. There were no patient clinical consequences reported.

Manufacturer narrative:
The subject device is not available

Event description:
It was reported that the guide catheter (subject device) was cracked /broken. There were no patient clinical consequences reported.